Event description:
It was reported that the external pulse generator shut off as soon as the battery was removed, that it had no "reserve." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, the ring and both bails were missing, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed that the battery removal test failure was due to a capacitor component failure. (B)(4).